Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown ; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient showed high/elevated impedance at electrodes 0-5 and 8. A lead connectivity test was done and the same electrodes gave the red status. The issue occurred with normal use. There were no external factors such and falling or crazy movements that could have led to this issue as stated by the patient. The patient was reprogrammed to the other electrodes which had normal impedance. The two 1x4 leads, which included electrodes 0-7, would be revised in the near future. This surgical intervention was planned but not scheduled. The issue was considered resolved. The patient was alive with no injury. Additional information was received from the rep. It was reported that the patient had two 1x4 configuration leads and one 1x8 lead. Serial/lot numbers were unknown. The impedance measured greater than 10000 ohms. The cause was presumably wear and tear due to the leads beingplaced cervical. It was noted that this information was confirmed with the physician/account.